Manufacturer narrative:
This is the first time a serious injury is reported while replacing the rf tube of an rf amplifier. These tubes have been replaced for many years without incident. The amplifier already contains a warning sticker and instructions for the field svc engineer are available to replace the rf tube in a safe way. This seems to be an isolated event and no corrective action is required for this site.